Event description:
The physician who performed an omni procedure reported that they noticed a descemet's membrane detachment when they began to perform the trabeculotomy procedure, after completing an uneventful canaloplasty. The surgeon chose to retract the catheter rather than complete the trabeculotomy procedure so as not to further the descemet's detachment. During the post -op week 1 follow up, it was noted that the patient had a shallow descemet's detachment nasally with mild overlying edema. Heme was present in the interface between the stroma and descemet's membrane. The stromal edema is mild and extends mid peripheral and not central, so it is not visually significant.